Event description:
It was reported that the caller did not initially see drops of insulin at the end of the tubing during the fill tubing step. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Customer waited to see if bg could down. Cts assisted caller in completing load process and resuming insulin.